Event description:
On (B)(6) 2013, a pt contacted our (B)(4) affiliate reporting a corneal ulcer od while wearing acuvue 2 contact lenses. After wearing the first pair of cl for 10 days, the pt noted the od "became very red." On (B)(6) 2013, the pt was examined by an eye care professional and diagnosed with a corneal ulcer; the nature of the ulcer is unk. The treatment plan included ciloxan qhr "on the first days", then q2hrs, then q4hrs. On (B)(6) 2013, the pt stated the medication had been discontinued, she was free of discomfort and would resume lens wear in (B)(6). On (B)(6) 2013, the ecp's office stated that the pt was fine and that she had been instructed to use ecofilm lubricant. Based on aggressive medical treatment received, this event is reported as worst case.

Manufacturer narrative:
A device history review was performed. Lot l0022r8 manufactured under normal conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Device labeling single use or reuse. Conclusions - no conclusions can be drawn. Device not returned. No eval will be performed.